Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down. There is no report of a py injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system software and configuration files were evaluated and reloaded. The ac power plug was also repaired during the service event. The system was tested and found to be working as intended and returned to service.